Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, purple cap in which the customer reported connection issues between the spiros secure male connector and chemotherapy tubing for agilia connect vp- infusion set vlpn 20 ¿ m46443700s and lot number 32165442. The content of the bag flowed and splashed over the nurse¿s skin. A test was made with another spiros with a different lot number and the incident did not reoccur. Patient involvement was not specified; harm was not reported as a consequence of this event.